Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fluids(clear) inside the device, crease flat, and wear abrasion. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identified delamination of the diaphragm valve. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, and no observed openings in the device.